Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings was reported. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced no readings, brief sensor issue or sensor error displayed on the mobile device for over 3 hours. The episode began 2 days after the sensor had been inserted in the arm. On (B)(6) 2024, the display device was not showing any estimated glucose value, but the patient did not become aware of the error state until the following day. The patient did not attempt to change the sensor and was not monitoring the blood glucose (bg) by fingerstick allegedly due to symptoms of shakiness and disorientation. The patient uses insulet omnipod5 not in modified closed loop. She presented to the hospital for evaluation of her symptoms. There, the bg was 800 mg/dl and the continuous glucose monitor (cgm) display device showed no readings. She was treated in intensive care unit (ICU) with insulin drip. At the time of the report, she was conscious and in ICU for monitoring. Data investigation could not confirm no readings occurred. However, sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.